Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the battery revealed that the unit passed visual inspection and functional testing. The battery charger did not display a red light when the battery was connected to the charger. The battery was allowed to discharged to verify that the led indicators were displaying correctly. The results revealed that the led indicators performed as expected. Based on the available information, the reported event could not be replicated during testing. No failure detected; the led indicators functioned as expected. Additionally, the battery was able to charge without displaying a red light on the battery charger. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that the battery was not recognized by the patient's controller; then, the fuel lights were malfunctioning (light number 1 and 3 illuminated while 2 and 4 were dark). Then, the battery charger displayed a red light for the battery. The battery was removed from service without consequence to the patient.  No further information was provided.